Event description:
It was reported that the patient had been seeing a chiropractor and had diathermy done in (B)(6). The patient was still getting good symptom control, but was not "feeling the same." The patient's device moved to the side of her body, in the hip area, and was "poking out." A week or two prior to the report the patient's stimulation caused pain in her legs. Additional information received on (B)(4) 2012 reported that the cause of the event was unknown. There were no abnormal impedances. There had been no surgical interventions and reprogramming was performed on (B)(4) 2012. There was no patient injury and her response to the new programming was to be monitored.

Manufacturer narrative:
Product ID, 3093-28 lot# v034207, implanted: 2007 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient. (B)(4).